Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high and low blood glucose. Customer's high blood glucose level at the time of the incident was 408 mg/dl. Customer's low blood glucose value was 48 mg/dl. Customer's blood glucose value was 200 mg/dl. Customer treated with insulin pump for high blood glucose and pepsi drink with low blood glucose. Customer did not want troubleshooting. The insulin pump will not be returned for analysis.